Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for detachment of device and material rupture. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u41501q1hrx pta balloon dilatation catheter allegedly experienced material separation and detachment of device or device component. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The sex and weight of the 83 year old patient were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u41501q1hrx pta balloon dilatation catheter allegedly experienced material separation and detachment of device or device component. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The sex and weight of the (B)(6) year old patient were not provided.